Event description:
It was reported to philips that the device failed quality inspection. There was no patient involvement.

Manufacturer narrative:
H3 other text : customer declined and repaired device themselves.

Event description:
It was reported to philips that the device failed the self test. There was no patient involvement.